Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event occurred during testing; there was no patient injury. One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with a worn out lcd lens screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "high alarm displayed: cassette not attached properly". To further investigate, a functional test was performed. Customer reported problem was not duplicated. The device was recalibrated for preventative measures.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached properly alarm with no cassette attached. No adverse effects were reported.